Event description:
It was reported that an ilet pump exhibited a nonresponsive touchscreen on a particular screen and repeatedly power-cycled, would not remain on when charged, displayed ¿unable to restart, ilet unavailable,¿ intermittently disconnected from the ilet app, and issued software update failure alerts despite the latest firmware; the problem involved a touchscreen component with an unresponsive input interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with a key/button or touch input not working and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.